Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer realizes the setup is backwards, however they requested an evaluation of the device and programming. Although requested, the device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer initially reported an acetaminophen secondary infusion emptied nearly immediately after it was set up. Reportedly the primary bag was very full, and the acetaminophen secondary was hanging higher than the primary. However, upon closer examination by the customer it was found that the acetaminophen was actually connected to the primary set, and the normal saline primary bag (unspecified volume) was connected to the non-carefusion secondary set. Consequently, the patient experienced inadequate pain relief. No further patient or event information is available.